Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: n/a, batch: 3153760. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed high impedances across the lead. Reprogramming attempts were unsuccessful in restoring effective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue. It is undetermined which lead had high impedances.